Event description:
PICC insertion resulted in the tip of the guidewire breaking off. This resulted in the tip being retrieved through interventional radiology. Diagnosis or reason for use: PICC line needed for IV medication administration.